Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial right tsa on an unknown date. The patient was revised on (B)(6) 2023 due to severe wear and oxidation. Everything was removed except for the standard stem. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Expiration date, manufactured date, implant date and serial number is unknown. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall, however since no serial number was provided, it could not be confirmed whether this humeral liner was included in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.